Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient pain at the ipg due to the ipg eroding and protruding through the skin. Reportedly, patient lost significant weight prior to experiencing pain at the ipg site. As a result, surgical intervention was undertaken wherein the ipg was relocated to address the issue.